Event description:
Reportedly, the anvil did not tilt. The surgeon turned the wing nut too much, then the anvil disengaged and then remained in rectum. The anvil was retrieved by opening a small incision. This caused no bleeding. The surgeon used another instrument. The firing was performed properly. Sex: male. Procedure: lar.